Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient presented to the emergency room with syncope. While in the emergency room their rate dropped from 130 sinus rate to 60 beats per minute and they experienced syncope again. A computerized tomography (CT) scan was taken which revealed a pericardial effusion. The patient stated that they were seen by a cardiologist about a week ago for pericarditis, however the device was not interrogated at that time. Upon interrogation it was found that the threshold had increased and the impedance measurement had been decreasing over the last two months and was current at 436 ohms. A pericardial centises was performed where fluid was removed and the right ventricular (rv) lead was explanted. A new lead was successfully implanted. Fluoroscopy imaging was done during the procedure which did not yield any significant findings.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.